Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation utilizing a small flexnav delivery system. Sufficient calcium present. Pre-dilation performed with simvalve 22fr. During positioning when 80% deployment was reached and exceeded, the deployment lock button was not triggered. The valve was implanted at a depth of 3-4mm non-coronary cusp (ncc) and 2-3mm left coronary cusp (lcc). After release the valve migrated towards aorta. Patient became hemodynamically unstable, thought to be from right coronary obstruction. Valve was snared into ascending aorta and a non-abbott 23mm sapien was implanted. There were no patient consequences.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: after release the valve migrated towards aorta. Patient became hemodynamically unstable (pressure drop), thought to be from right coronary obstruction. Medication was provided as the valve was snared into ascending aorta and a non-abbott 23mm sapien was implanted. There were no patient consequences.

Manufacturer narrative:
An event of the device migration was reported. Information from the field indicated that valve was snared into ascending aorta and a non-abbott valve was implanted. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Imaging received appeared to show the valve frame was deployed high in the annulus and parallax was not corrected. This may have attributed to the valve migration above the annulus. However, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.